Manufacturer narrative:
It was reported that the approximately 1 months after stent placement, physician tried to clean up the debris inside of biliary stent due to the increase of biliary enzymes. At that time, a hepatic aneurysm was already swelling across the stent mesh and the physician recognized it as debris. Therefore, the physician continued to clean up by a cleaning balloon and its abrasion resulted in bleeding inside of bile duct. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based on the (B)(6) description, it is considered that the hepatic aneurysm occurred due to stent using and/or unknown cause. Also, it is considered that the debris was left inside of biliary stent due to the increase of biliary enzymes. After that, it is considered that abrasion occurred in the swelled hepatic aneurysm of the patient during cleaning up the debris, resulted in bleeding inside of bile duct. The arterial hemorrhage was suspected due to injury of abrasion, etc, resulted in hemostasis through the ivr treatment. It is stated on user manual as follows: potential complications: bleeding. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2019: the stents were placed in both right and left hepatic ducts in side-by-side. On (B)(6) 2019: the physician tried to clean up the debris inside of biliary stent due to the increase of biliary enzymes. At that time, a hepatic aneurysm was already swelling across the stent mesh and the physician recognized it as debris. Therefore, the physician continued to clean up by a cleaning balloon and its abrasion resulted in bleeding inside of bile duct. Then, because an arterial hemorrhage was suspected, ivr treatment was performed and resulted in hemostasis, and the patient's condition got stable. After that, an aneurysm was suspected by seeing a CT image etc.